Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole at the pebax surface. They could not zero the qdot micro catheter on the carto 3 system. There were no error codes displayed. Changing out the catheter cable did not resolve the issue. Changing out the catheter resolved the issue and the procedure was continued and subsequently completed. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 09-apr-2025, observed foreign material presumably blood inside the pebax. Additionally, under microscope inspection, it was found a hole at the pebax surface. The event was originally considered non-reportable, however, bwi became aware of a hole at the pebax surface on 09-apr-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 28-mar-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign material presumably blood inside the pebax. Additionally under microscope inspection, it was found a hole at the pebax surface. Then, the device was connected to the carto 3 system and the generator, and it was recognized and visualized correctly. No errors were observed. The force feature was evaluated and the force values and the vector were detected within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions was found during the review. Due to the foreign reddish material and the hole at the surface of the pebax, could be related to the force issue reported by the customer. Therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and all four ring electrodes must protrude from the distal tip of the guiding sheath. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).